Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 88 mg/dl, 254 mg/dl, and 199 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.